Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body tissue around the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the helix issues observed clinically. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the helix of this atrial lead extended with a jump like motion; however, all data was satisfactory and good positive current of injury was noted. The patient experienced episodes of non-sustained ventricular tachycardia (nsvt) and frequent ectopy following the implant procedure, prior to discharge. There were no changes in atrial lead parameters and capture was confirmed with aai pacing. However, a chest x-ray revealed atrial lead dislodgement. The patient was taken back to the operating room and this atrial lead was explanted. The lead was cut in order to maintain vascular access and implant a replacement lead. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide patient details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the helix of this atrial lead extended with a jump like motion; however, all data was satisfactory and good positive current of injury was noted. The patient experienced episodes of non-sustained ventricular tachycardia (nsvt) and frequent ectopy following the implant procedure, prior to discharge. There were no changes in atrial lead parameters and capture was confirmed with aai pacing. However, a chest x-ray revealed atrial lead dislodgement. The patient was taken back to the operating room and this atrial lead was explanted. The lead was cut in order to maintain vascular access and implant a replacement lead. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that the helix of this atrial lead extended with a jump like motion; however, all data was satisfactory and good positive current of injury was noted. The patient experienced episodes of non-sustained ventricular tachycardia (nsvt) and frequent ectopy following the implant procedure, prior to discharge. There were no changes in atrial lead parameters and capture was confirmed with aai pacing. However, a chest x-ray revealed atrial lead dislodgement. The patient was taken back to the operating room and this atrial lead was explanted. The lead was cut in order to maintain vascular access and implant a replacement lead. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.